Event description:
It was reported that the label on a bd sedisystem esr instrument was found missing "label does not work." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: OEM manufacturer updated from elitech to saxxo. The OEM who manufactures the sedi-15, saxxo technologie in (B)(4), was closed in 2017. Additionally, the last transaction between bd and the OEM was in january 2010.

Manufacturer narrative:
Correction: the bd sedi-15 instrument (catalog no: 366076) was discontinued in january 2010 and is no longer distributed by bd. Additional information was received on 10/30/2018 from the bd technical support team who conducts a repair service on the device referenced in this report. It was determined that this device is not a bd sedi-15 catalog no: 366076, but rather a non-bd printer. A processing error had occurred where the printer was logged into the service request system as the ¿bd sedi-15 catalog no: 366076¿. As a result, the current complaint referencing the bd sedi-15 catalog no: 366076 will be cancelled in our complaint system as it is not associated with our bd products. We have also taken necessary actions to prevent this processing error from recurring in the future.

Event description:
It was reported that the label on a bd sedisystem esr instrument was found missing "label does not work." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The date received by manufacturer has been used for this field. The manufacturing location for this product is elitech. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label on a bd sedisystem esr instrument was found missing "label does not work." There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A service work order indicates that the instrument was evaluated, restarted and a performance check showed no issues. If any additional information is received then this record shall be updated. As the incident lot number is currently unavailable, it is unknown if there are related complaints for the ¿as reported¿ defect code. If the incident lot number is received in the future, this evaluation summary shall be updated. Based on the service work order conducted, no additional issues were observed. A root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the label on a bd sedisystem esr instrument was found missing "label does not work." There was no report of exposure, serious injury or medical intervention.